Event description:
The customer reported that after changing the infusion set the rewinding process went slowly and the insulin squirted out. The blood glucose was 88mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. The caller mentioned that the insulin pump also alarmed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.